Event description:
It was reported that this right ventricular (rv) lead was suspected of lead perforation a couple of days after implant procedure. Lead testing confirmed loss of capture and x-ray imaging showed the lead had migrated. A lead revision procedure was performed, and the physician repositioned this rv lead. No additional adverse patient effects were reported.